Event description:
Source: (B)(6). Silicone implant ruptured and had 200 cc of chemicals go into my body ! Have lots of disease from that / product details: breast implant poisoning we took these devices off the market in the early 90s I was part of the class action and testified at the FDA hearing we never got the medical help we needed because they put them back on the market we need medical help! Pt: 4581. Device: 1420, 1546. Reference report #: mw5190009. This report captures left silicone breast implant #2.